Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed the product during treatment and one water drop is visible. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a polyflux 140h, an external fluid leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.